Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis manifested by vomiting and cloudy effluent. The cause of peritonitis was unknown. On the same day as the event, the patient was treated with cephalothin (intraperitoneal, discontinued after 17 days, dose and frequency were not reported) for peritonitis. Four days after the event onset, the patient was hospitalized for the event. On an unknown date during hospitalization, the patient was treated with an unspecified antibiotic (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital 13 days after admission. The patient was recovered from the event 17 days after the event onset. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to b5, b7, h6 and h10. B5: upon follow up, it was reported that the peritonitis event was due to breach in aseptic technique further specified as "pd connection technique". It was not reported if the patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.